Event description:
A us distributor contacted zoll to report that a patient fell from the weight of the lifevest. Patient reported that they sustained hairline fractures from the fall. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided treatment for the injuries. Outcome of the injuries is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.